Event description:
It was reported the stimulator pocket "appeared" to have opened about 3 weeks after implant. The pocket was sewed back up and a test for infection was also going to be performed. An infection was not confirmed at the time of this report though. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28 lot #v831457 implanted: (B)(6) 2011 explanted: (B)(6) 2011, programmer model 3037 serial #(B)(4).

Event description:
Additional information. An infection was confirmed, and the patient went to a wound care center to treat the infection. The infection resolved and no further intervention was required. The patient was doing "well."